Event description:
The customer reported failed blood, urea, nitrogen (bun) and high density lipoprotein (hdld) calibrations and noted one drop of fluid (deionized water) contained on the well of the reaction wheel cover from the cartridge chemistry probe involving unicel dxc 600 synchron system. Beckman coulter customer technical support (cts), guided the customer in cleaning the cartridge chemistry sample probe by running sodium hypochlorite bleach through diagnostics level sense test. The customer was also advised to perform cartridge chemistry probe cleaning from the maintenance menu and to recalibrate and perform quality control (qc). The customer stated hdld calibration passed but bun calibration continued to fail. The customer was advised to replace the cartridge chemistry sample probe, then perform wash all cuvettes. The customer confirmed bun calibration passed and quality control was within acceptable range. No further fluid leak was observed. The customer had on personal protective equipment (ppe), consisting of gloves and a laboratory coat during the event. There is an exposure control plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no report of operator injury or adverse effect associated with this event. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).